Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer reverted to an alternate pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.